Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is reported to be trained in the use of the proglide device. The device was removed by surgical operation and hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified and moderately tortuous left common femoral artery was attempted using a proglide device after a angioplasty interventional procedure. Reportedly, the device was deployed and the sutures were harvested; however, the body of the proglide device could not be removed. Several attempts were made to remove the device. The puncture site was dissected and tissues near the vessel wall were removed and the device was removed easily. It did not seem the foot got caught with the anatomy. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.